Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 3 devices were received. Evaluation findings (results/components) 3 devices: wear problem, no device problem found / housing product disposition 1 device: archived by stryker 2 devices: serviced and returned to customer additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 3 events for the failure: overheating of device. - 3 events had problem identified during non-clinical procedure; there was no patient involvement.